Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve (ID 823100) was implanted due to unknown reason via vp shunt with unknown setting on unknown date. The shunt was broken inside. Therefore, the valve was removed and replaced on unknown date. According to information provided, it is unknown if the patient had a fall or head trauma, and if the patient experienced any signs and symptoms due to product failure.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11 the hakim valve (ID 823100) was returned for evaluation. Device history record (DHR) - the product code 82-3100 with lot cnhcpr, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected, and the stator was dislodged. The valve passed the test for occlusion and leak. It failed the test for programming. The pressure test could not be performed as the was not program. The valve was dismantled and was examined under microscope at appropriate magnification: a mark from the pivot was noted on the casing. Root cause analysis - the root cause for the valve not program issue is due to the dislodged stator. The root cause for the dislodged stator noted during the investigation is due to the valve receiving a hard knock. The root cause for the bump marks in the valve casing noted during the investigation is due to the valve receiving a hard knock.

Event description:
N/a.